Event description:
Customer is alleging that the elvie pump caused mastitis. Customer's husband contacted chiaro stating "my wife was still considered an in-patient at (B)(6) hospital at the point she developed mastitis, and so the prescription was arranged for internally on the ward."